Event description:
The adhesive is missing or comes off in a small wad from bovie scratch pad. July 16, 1998 received a second pqr (1998-005813) giving additional information: telephone conversation with reporter confirms that the following report happened only once and that allegiance was not notified of the additional information until july 14, 1998. Bovie scratch pads are defective. Adhesive missing or comes off in small wads. Unable to use. Pad got inside patient unkown to all until it was accidentally retreived with lap sponges. No x-rays or additional medication was required. The piece of the bovie pad was found at the end of the procedure when the surgeon was ready to close.